Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported. Additional information indicates that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tone and device indicated inaccurate battery life. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported. Additional information indicates that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tone and device indicated inaccurate battery life. No adverse patient effects were reported. Additional information indicates that this implantable cardioverter defibrillator (ICD) was explanted and a new ICD was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.